Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. Mwr-07052019-0000426709 submitted for adverse event which occurred on (B)(6) 2009. Mwr-07052019-0000426710 submitted for adverse event which occurred on (B)(6) 2010. Mwr-07052019-0000426711 submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2009. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2010. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2013. It was reported that the patient experienced severe pain, nausea, scarring, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1,a2, b7, d3, d4, g1.